Event description:
An x-ray confirmed that the patient's catheter became dislodged and was out of the spinal column. The patient had a catheter revision done to replace the catheter. It was unknown if the catheter was completely replaced or if only a partial segment was replaced. The patient recovered without sequela.